Event description:
It was reported by the customer that a pyxis medstation es system had a hardware failure. The customer stated that the station will receive hardware issues whenever the station is rebooted causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a hardware issue. The technical support specialist stated that the device sudden rebooted, drawer did not fully come back online after the reboot. The tsc allowed updates to run fully and ran hardware troubleshooter, the second reboot brought full device functionality back online. The system functioned as intended after the technical support specialist troubleshooted the device.